Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the lower case was broken, the battery release was contaminated, the side bail covers were broken, the battery contacts were compressed, the ring bail was bent, and the keyboard was scratched.

Event description:
It was reported the epg (external pulse generator) had trouble with atrial pacing, when testing, it did not get reliable atrial sensitivity readings at first. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).